Event description:
A pharmacist reported that pieces of crystal could not be suck, there was lack of irrigation and found that the two side infusion holes are missing on the sleeve during the cataract [with intraocular (iol) implant] surgery. The surgery was completed by replacing the new sleeve on same day. There was no report of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. One red translucent infusion sleeve in a small ziploc bag was visually inspected. No irrigation holes were observed at the distal end of the infusion sleeve. The sample sleeve was tested by using a console with a lab stock fluidics management system (fms). The priming sequence failed at the handpiece stage and generated a system message code. Not enough fluid was flowing thru the handpiece due to the missing irrigation holes in the sleeve. The supplier manufacturing process for the infusion sleeves involve molding the sleeve, and then the final tip punch step where the irrigation holes are formed. The supplier also performs a sampling inspection after the cut and punch operation. Furthermore, it should be noted that the directions for use state that good clinical practice dictates the testing for adequate irrigation and aspiration flow prior to entering the eye. The root cause of the customer's complaint of no hole and blocked aspiration is related to an error caused during the suppliers manufacturing process during the assembly of the infusion sleeve. The supplier has been notified of this complaint and will take appropriate actions as necessary. All lots are verified that all required inspections have been performed and all acceptance criteria are met prior to release. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint via the complaint review and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).